Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the pump keypad buttons were sticking; the up arrow button was reportedly the most noticeably sticking. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/08/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/27/2014 with the following findings there is no visible damage to the keypad. The up & ok buttons respond properly. The down & contrast buttons respond properly. No buttons are sticking. Removed the keypad and found contamination under all of the button contacts unrelated to the complaint, the pump booted to the verify screen with dim pink contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.